Event description:
This is a MFR's f/u report to the user facility report referenced above, received by itc on (B)(4) 2012. Healthcare professional filed medwatch report (B)(4) of the hemochron elite microcoagulation system.

Manufacturer narrative:
(B)(4). Method: reviews of customer complaint history, complaint records, and service records were performed. All complaint received from the customer were properly handled according to itc's current procedures. Instruments returned to itc for eval, were repaired and returned to the customer following the standard service process. One of this customer's complaints were MDR reportable regarding a pt result; MFR report # 2248721-2012-00013 was reported to FDA on (B)(4) 2012 as required. The customer has not reported any pt injuries or adverse events. The customer has been contacted to gain more info. As of today, the customer has not provided any further details to itc. Itc has requested all data required for form 3500a.